Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, it was noted there was an audible tone from the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.